Event description:
It was reported by svc report that the scale was not weighing accurately. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: no issues were found upon eval. However, the scale was re-calibrated.